Event description:
Caller states that the patient tested 3.4 inr on coaguchek system 1 and 2.6 inr/2.9 inr on additinal coagchek systems. Medication was reportedly adjusted based on coaguchek system 1 result, however no adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 1.